Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 282 (mg/dl). Customer changed supplies and delivered a pump correction to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Customer reported bgs were beginning to decrease.